Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead had diaphragmatic stimulation. A replacement lead implant was attempted, but ultimately not used because the patient had poor coronary sinus anatomy and the lead was "too big" for the patient's veins. The replacement lead was removed and the original lead was still in use. No patient complications have been reported as a result of this event.